Event description:
Customer reported bits of rubber floating in thrombin solution. No patient injury/reaction reported. Coring occurred during reconstitution.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: in this case particles were identified prior to use, no patient injury was reported. If such hazard would reoccur and user will not visually recognize particles prior to use a worst case clinical scenario would probably lead to a minimal foreign body reaction which only in exceptional cases may lead to harm or serious injury. An investigation will be completed by the manufacturing facility. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information and sample availability. No response was received. The complaint could not be confirmed as the sample was not available for evaluation and the product lot number is not known. A product defect and an assignable root cause could not be identified. Per the manufacturing facility, all complaints reported over the past twelve months for stopper - coring have been reviewed and there was no trend observed. Coring complaints will be monitored. This complaint will be kept on record for trending purposes